Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Date of event: unknown, not provided. Best estimate of date of event is (B)(6) 2018. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. The search in the complaint history revealed that no similar has been received for this production order number. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zct225, 21.0 diopter intraocular lens (iol) was implanted in the eye of a female patient on (B)(6) 2018. Reportedly, the lens rotated from the original placement and it was repositioned one week after the initial surgery. The surgeon placed a ctr (capsular tension ring) and sutured the wound but the lens rotated again; so it was explanted and replaced with a non-johnson & johnson lens. It was learnt that the iol rotated 50 degrees. There was unexpected post-op refraction. There was no incision enlargement, no vitrectomy was performed and no patient post-op injury occurred. The explanted lens was discarded by the account. No other information was provided.